Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 05-may-2026 the user reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 1300 mg/dl following the user noticing no insulin left in the cartridge and performing a supply change. The user was transported to the hospital by ambulance where the user was diagnosed with dka and treated with insulin, and the user remained hospitalized at the time of report. The user reported pneumonia and infection with elevated white blood cells; long-term health effects were unknown.